Manufacturer narrative:
(B)(4). Additional information has been requested to the representative. This investigation will be updated should pertinent information be provided.

Event description:
It was reported that this lead was revised due to unknown issues. No additional adverse patient effects were reported.